Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received nail was visually inspected in which we can see that it is broken in the webs of the proximal lag screw hole. Misdrilling marks were found at the lateral entrance of the hole along one of the sides in both the proximal and distal halves; they progress inwards through the bore towards the medial. These marks were generated by the lag screw step drill which most likely had created the starting point of the fracture (notching effect). With the drill marks, we can also see signs of excessive loading. The bearing points of the lag screw at the lateral edge of the proximal part showed deformation. The medial edge of the distal part also showed signs of deformation, heavier than the proximal one. This indicates towards application of high compressive load. The microscopic picture of the breakage indicates breakage in a fatigue manner, evident from lines of rest, and smooth fracture surface on the initiation side. The breakage was initiated in a fatigued manner from the side where the drill marks could be seen and broke instantaneously from the other side due to high tension and loading. With the available radiographs, a formal medical opinion was sought:- from available radiographs, the fracture indicates a more complex fracture than a ¿simple¿ inter/ per trochanteric fracture from the start. It seems to be a transverse fracture but with additional comminution in the trochanteric area. From the available x-ray, it is not easy to determine the insertion of the nail, but it looks like the nail was not inserted via the tip of the trochanter. For these fracture types, a short nail is not ideal, since there is a lack of stability and due to that too much movement in the proximal part, which may cause the nail to break in the interface of the lag screw. This analysis was performed with limited information and no visibility on the actual fracture x-rays and immediate post-operative x-rays. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information, the root cause of the reported event is muti-factorial: the location of the fracture, the choice of the implant given that location, the technical aspects of the surgical procedure. Furthermore, patient activity levels post-op may have contributed to an inadequate load distribution, and therefore the breakage of the implant. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken gamma3 trochanter nail. Removal of gamma3 on march 5th, placed a total hip protheses."

Event description:
As reported: "broken gamma3 trochanter nail. Removal of gamma3 on march 5th, placed a total hip protheses."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.